Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the frame was placed on the percutaneous pin and image was taken, the frame rotated away because the notch had broken off. It was unknown when the frame broke. It was reported that the frame moved since the perc pin was not holding the frame in place. The movement caused an inaccuracy of approximately 50mm. The procedure was completed by opening a new tray, placing a new sterile reference frame on the perc pin and completing a new imaging system spin. There was a surgical delay of less than 1 hour. There was no impact on patient outcome. 2026-feb-26 e1 (rep): additional information was received. It was reported that the frame moved since the perc pin was not holding the frame in place. The movement caused an inaccuracy of approximately 50mm. The procedure was completed by opening a new tray, placing a new sterile reference frame on the perc pin and completing a new imaging system spin. 2026-mar-06 e2 (rep): no new information.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: b17, c20, d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.